Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure the patient experienced elevated cardiac enzymes. Target lesion one was located in the proximal left anterior descending artery with 85% stenosis and was 16mm long with a reference vessel diameter of 3.50mm. It was treated with direct stent placement of a 3.50x20mm taxus liberte stent. Residual stenosis was 0%. The next day prior to discharge the patient experienced elevated cardiac enzymes which was consistent with a myocardial infarction. No action was taken. The event was considered resolved and the patient was discharged on aspirin and prasugrel.